Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted. Initially a revision procedure was performed to reposition this lead as it presented high pacing thresholds. During the revision procedure, the lead dislodged multiple times and after more than 10 attempts the helix would no longer extend nor retract. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. After removing the dried body fluid a laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this right ventricular (rv) lead was explanted. Initially a revision procedure was performed to reposition this lead as it presented high pacing thresholds. During the revision procedure, the lead dislodged multiple times and after more than 10 attempts the helix would no longer extend nor retract. A new lead was successfully implanted. No additional adverse patient effects were reported.